Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The physician was treating a 90% stenosed lesion located in the calcified, mildly tortuous mid lad (left anterior descending) artery with a 2.50x12mm taxus liberte stent. The lesion was pre-dilated with another manufacturer's 2.5x15mm balloon catheter. Several attempts were made to cross the lesion with the 2.50x12mm taxus liberte sds (stent delivery system), however, it was unable to cross. The sds was withdrawn from the patient, at which point it was noticed the stent was missing. The physician attempted to retrieve the stent with the pre-dilating balloon, however, the stent was caught at the edge of the guide catheter. The physician then removed the guide catheter and guide wire together at which pont the stent was found to be attached to the guide wire. The procedure was completed with a different device. There were no reported patient complication. The patient's status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.